Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement and damage were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional reported information indicates that the stent delivery system was a 2.5x23 mm xience pro.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience prox device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpackaging a 2.5x28 mm xience pro stent delivery system (sds), the stent was noted to have dislodged from the sds and was not crimped on the sds balloon any more. The protective sheath was noted to be in the dispenser coil and the dislodged stent remained inside of the protective sheath. There was no damage noted to the dispenser coil; however, the stent was noted to be kinked. The device was not used and there was no patient involvement. A new xience pro sds was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.